Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report.

Event description:
A mitek sales rep reported that during a meniscal repair procedure, the surgeon pulled the gray trigger on an omnispan applier using a zero degree needle, and both implants deployed off the needle at the same time. The surgeon removed the applier from the patient and noticed the silicone tube had almost come off of the needle. The surgeon removed the two implants from the patient. While using another zero degree needle with the same omnispan applier, both implants deployed properly, however, the silicone tube fell off of the needle into the patient as the surgeon was removing the applier from the patient. The surgeon removed the silicone tube from the patient, and completed the procedure using another omnispan applier and needles with no reported harm or consequence to the patient. The sales rep stated the procedure was extended about 5 minutes due to the problems with the complaint devices. The sales rep stated the surgeon is an experienced user of omnispan.

Manufacturer narrative:
The complaint device was discarded at the facility and therefore not available for evaluation. Without physically evaluating the needle and the silicone tubing, the exact failure or the root cause cannot be determined. A batch review was conducted and the results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. The 12 month complaint rate for this failure was reviewed against the risk analysis document and found to be within the expected levels. Therefore, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
A mitek sales rep reported that during a meniscal repair procedure, the surgeon pulled the gray trigger on an omnispan applier using a zero degree needle, and both implants deployed off the needle at the same time. The surgeon removed the applier from the patient and noticed the silicone tube had almost come off of the needle. The surgeon removed the two implants from the patient. While using another zero degree needle with the same omnispan applier, both implants deployed properly, however the silicone tube fell off of the needle into the patient as the surgeon was removing the applier from the patient. The surgeon removed the silicone tube from the patient, and completed the procedure using another omnispan applier and needles with no reported harm or consequence to the patient. The sales rep stated the procedure was extended about 5 minutes due to the problems with the complaint devices. The sales rep stated the surgeon is an experienced user of omnispan.